Manufacturer narrative:
The user facility did not inform or involve the draeger sales and service organization in examination of the device. The event became known with more than 2 month delay due to a user facility report to the national competent authority. Upon request for further information no further details could be provided by the hospital. The available information does not allow a case-specific evaluation and thus a reliable conclusion about the root cause for the reported observation cannot be made. The device was in operation for more than 10 years. It´s maintenance state is unknown. There are multiple conditions imaginable that could lead to black screen (e.g. A software reset) with or without a break of automatic ventilation. The device will post a corresponding alarm to alert the user. Manual ventilation remains possible, even in switch-off state. H3 other text : device not available for investigation.

Event description:
It was reported that during use on a patient on (B)(6) 2023 the anesthesia machine suddenly stopped working with a black screen. Reportedly the patient was switched to a back up device. No injury or serious impairment of patient´s state of health occured.